Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; intermittent issue with wireless communication. Programmer would not always interrogate due to the rft (radio frequency transceiver). Analysis also found the ethernet port was broken on the mpu (main processor unit) printed circuit board assembly. (B)(4).

Event description:
It was reported there were issues reading devices. The programmer would not maintain a connection with a device. The programmer was returned for repair. There was no patient involvement indicated.